Event description:
It was reported that angiocath pnk 20ga x 1.88in catheter tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: angiocath cannula broke at tip.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8351727, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. The provided photo only showed the device still inside of the sealed packaging and didn't provide an image of the needle itself. There was not enough evidence provided by the photo to identify any defects. Based off the provided photo the engineer could not verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath pnk 20ga x 1.88in catheter tip was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: angiocath cannula broke at tip.